Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she received the alarm in 2013, but it was working fine up until today. Customer stated that she does not have the pump with her. Customer stated that the back part of the pump with the serial number is missing. Customer stated that the damage occurred by just wearing pump. Customer mentioned that in the summer, it would get hot and sweaty and it would come off. Customer stated that she is on manual injections and her blood glucose level is elevated. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.